Event description:
Rptr writes, "I would like to call your attention to a product that I have recently become aware of. The histofreezer freezing device is currently being imported to your district to be sold throughout the united states. The product is owned and distributed by stc technologies, inc 1745 eaton avenue / bethleham, pennsylvania 18018-1799. The histofreezer canisters contain pressurized mixtures of dimethyether and propane both highly flammable and explosive. The materials safety data sheet obtained from a stc distributor gives very sketchy precautions and potential dangers of the product. For example the material safety data precautions box refers one to the warnings on the can which basically states that the contents are flammable and to use caution. Much of the physical data is marked n/a. The flash point and auto ignition temperature are also marked n/a. Osha guidelines describes for material safety data sheets specifically states that "the physical hazards of the hazardous chemical including the potential for fire, explosion, and reactivity" should be described. Also physical and chemical characteristics of the hazardous chemical such as vapor pressure, flash point are not disclosed. Finally the osha permissible exposure limit has not been disclosed in that material safety data sheet. What info that is disclosed is not clear or explained in plain english. The final statement in the material safety data statement is a disclaimer stating that stc makes 'no warranty with respect to the accuracy of the info or suitability of the recommendations and assumes no liability to any user thereof'. In other words you are on your own. This legal disclaimer denigrates the whole reasoning process for requiring of the material safety data sheets for hazardous products. This product in my opinion is the most dangerous medical product on the market today used by health care providers in both outpatient proctice and hosp settings. A chemically related substance cyclopropane was used as an operating room anesthetic several years ago but was withdrawn from use after operating room fires caused several pts deaths. I believe that the stc technologies has not fully disclosed fires, burns, and explosions that have been caused by this product in the past to the agencies regulating it. Warm and hot weather or even direct sunlight will cause the pressurized contents of this product to rise until the safety valve is eventually triggered and the highly flammable contents are released. A spark from any source can then ignite the propane and cause a serious fire or explosion. It is my understanding that this is what happened to cause the florida airline crash several years ago except pressurized oxygen was the flammable gas that leaked under warm conditions and ignited. I would suggest that the osha study this product under controlled laboratory conditions to more fully appreciate this point. It is frightening to think that commercial airliner may be transporting this explosive pressurized agent. I believe that appropriate FDA and dot officials should be notified to make sure proper transportation precautions are being followed. Are thousands of the canisters imported to the us by air (commercial airlines) or are they transported by ship and are exposed to harsh weather conditons for long time periods? The material safety data sheet should also properly disclose what health care providers and transportation workers are really working with and how to protect themselves and their pts. Thank you for your attention."